Manufacturer narrative:
Date sent to FDA: 12/23/2018. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted that he ¿resected the infected mesh, which was made exceedingly difficult by the numerous adhesions of the omentum and possibly bowel to the mesh.¿ it was reported that the patient experienced severe pain, hernia recurrence, nausea, removal surgery, chills, inflammation, infection, seroma, loss of appetite, stress and anxiety. No additional information is provided.